Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found distal fiber breakage; scratches on the distal edge of the objective frame; a cut in the light guide cable; cracks on the side of the video connector; and light transmission failure. Based on the results of the investigation, the most likely cause of the additional findings was cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image was black and white. The issue occurred during preparation for a diagnostic laparoscopic hernia procedure that was completed using a similar device. There were no reports of patient harm.